Event description:
Additional information was received in a patient letter reporting that the patient had not been able to get the device to charge because it was so low and they were not keeping the charger against the device long enough. The patient met a manufacturer representative who was able to charge the device and helped with the issue. The patient reported that they had charged the device many times.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was not charging anymore. The patient was unable to connect with the implantable neurostimulator recharger (insr) or programmer. Currently, the patient was not feeling stimulation. It was noted the last successful recharge was (B)(6) 2016, but the patient was unable to confirm the charging screen. The reason for not charging was the patient was on vacation. Relevant medical history included post-lumbar laminectomy syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.